Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that about three weeks post implant it was found that the right ventricular (rv) lead had dislodged. The patient was hospitalized and the lead remains in use. The patient is enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.